Manufacturer narrative:
Article citation: anatomic implants in breast reconstruction: a comparison of outcomes and aesthetic results compared to smooth round silicone implants." Nneamaka agochukwu-nwubah, md, ashley boustany, md, margaret wetzel, bs, jacob maus, md, and brian rinker, md published in aesthetic surgery journal, sjz074. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection unknown onset, capsular contracture baker grade unknown, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article "anatomic implants in breast reconstruction: a comparison of outcomes and aesthetic results compared to smooth round silicone implants," it was reported that 123 patients who underwent implant based breast reconstruction experienced the events of ¿infection, unknown onset", "seroma", "rupture", and "capsular contracture, baker grade unknown. Device status is unknown. Manufacturer of the device is unknown.